Event description:
Meter was reading control inaccurately high. The customer care representative verified this during troubleshooting. Twice the control solution test failed. The medical, affairs specialist contacted the patient to confirm the information. Visted dr on a routine appointment and no treatment was given. Does not remember the reading. Based on the information provided there is indication the product malfunctioned due to the failing control solution test. The meter, control solution and test strips were replaced and return expected.